Event description:
Chest x-ray completed on (B)(6) 2011 revealed three struts of a bard ivc filter to be seen in the right lung. A cardiac cath performed on (B)(6) 2011 showed 5 struts migrated from the filter - one in the right upper lung, one in the right middle lung, one in what looks like the pulmonary outflow tract, one in the right ventricle and a second one in the right middle lung field. Removal of filter pending at this time.